Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
On (B)(6)2009 , the subject lead was implanted with an ICD (ovatio vr 6250). On december 5th, 2016, the ICD was explanted and replaced by another ICD (platinium vr 1210). On (B)(6)2019 , during a follow-up, and according to the physician, noise was detected so a replacement was scheduled. On(B)(6)2019 , the whole defibrillation system was explanted and replaced.

Event description:
On (B)(6) 2009, the subject lead was implanted with an ICD (ovatio vr 6250). On (B)(6) 2016, the ICD was explanted and replaced by another ICD (platinium vr 1210). On (B)(6) 2019, during a follow-up, and according to the physician, noise was detected so a replacement was scheduled. On (B)(6) 2019, the whole defibrillation system was explanted and replaced.